Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an automatic lead safety switch from bipolar to unipolar due to an out of range impedance measurement on the right ventricular (rv) lead connected to this pacemaker. It was also noted that the patient had been hospitalized for crushing chest pain and an episode of noise was recorded during that period. The physician reportedly planned to leave the pacemaker programmed in unipolar. No additional interventions were reported. This pacemaker and the associated rv lead remain in service. No adverse patient effects were reported.